Event description:
Last night, my son's enuresis alarm malfunctioned while he was asleep. The alarm was used for less than a day, in fact used for about 2 hrs. My boy cried out in pain and when I went to his room. I noticed that his hands and neck were covered with battery leak which resulted from the bedwetting alarm shorting out the batteries. In addition to batteries leaking, the alarm also generated a large amount of heat which caused the back part of the plastic to bend and deform. I took my boy to urgent care for treatment. The alarm has left a bunch of small red scars on his neck where the alarm was touching skin and where the batteries had leaked.